Event description:
It was reported that the customer experienced fluctuating high and low blood glucose (bg) levels ranging from "high" being displayed to a bg of 47 mg/dl. The cause was unknown. The customer consumed fruit snacks and juice and changed the continuous glucose monitor sensor to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.